Event description:
It was reported that during a supply change the pump did not proceed to the expected fill option for the user¿s cd infusion set, and subsequent attempts to fill after rewind produced drops but then generated alert 38 indicating a motor stall; after a restart and a successful dry run to 120 units, replacing all supplies resolved the issue and insulin delivery resumed, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the supply change process and a device problem characterized as failure to infuse, with involvement of the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.